Event description:
It was reported that following a cataract procedure in the left eye, the patient experienced difficulty adapting to the intraocular lens and reported halos and glare. The lens was subsequently explanted during a secondary procedure and replaced with a different johnson & johnson intraocular lens (model dcb00, 26.5d). No complications were reported; however, sutures were required. No further information was provided regarding the patient¿s post-procedure status following the iol replacement.

Manufacturer narrative:
Section a2, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between november 20, 2025 and april 16, 2026. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.